Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported being hospitalized for three days for fever. The patient was administered antiobiotics. Upon follow up with the patient's nurse, it was reported that the patient did not have an infection. The nurse stated that all of the testing/cultures from the clinic and the hospital came back clear. The patient was hospitalized on (B)(6) 2018 to (B)(6) 2018. The nurse confirmed that the patient was hospitalized due to only the fever. The nurse stated that while in the hospital, the patient was given antibiotics, and his fever went down. The nurse stated that there have been no changes in the patient's care in terms of peritoneal dialysis therapy. The patient is continuing with peritoneal dialysis therapy.